Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer trevisio intravascular delivery system to treat an atrial septal defect. During implant the occluder took on a cobra head shape. The occluder was not released from the delivery cable and was removed from the patient. A new 10mm amplatzer septal occluder was loaded into the same delivery system. During implant the second occluder took on a cobra head shape. The second occluder was not released from the delivery cable. Both the second occluder and the delivery system were removed from the patient and replaced with a new 10mm amplatzer septal occluder and 7f amplatzer trevisio intravascular delivery system. There was no contact with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.